Event description:
Additional information from the patient's physician reported the cause of the event as "unknown". It was further noted the patient had "not requested to be seen for reprogramming of the device or to follow-up" with the patient's physician.

Event description:
It was reported the patient felt positional changes that were "different than anything he had felt previously" after a fall the weekend prior to report. The reporter stated that the patient "twisted his body pretty good" and his symptoms were "borderline painful." It was reported that the patient turned his stimulation down for comfort. The patient tried to contact his healthcare provider but had not been able to reach them at the time of the report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).